Event description:
During service by baxter, the infusion pump was found to contain an intermittent stop key on the pumphead module keypad. No patient injury or medical intervention had been reported related to the device. The user interface module master software is unremediated version 5.04.00.

Manufacturer narrative:
Evaluation summary: during service by baxter, the technician found an intermittently working stop key on the pumphead module. This condition was confirmed and the defective pumphead module keypad was replaced to fix the problem. The pump was returned to the customer fully operational. This issue is being investigated under CAPA.